Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("malposition of essure device location of device: eroding through fallopian tube/perforation (fallopian tube(s)") and genital haemorrhage ("heavy abnormaj bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urinary urgency, urinary frequency, irregular periods, nabothian cyst and endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation, abdominal pain, vulvovaginal pain and dysmenorrhoea outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, pelvic pain, uterine perforation and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: tubes in place but not fully closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("malposition of essure device location of device: eroding through fallopian tube/perforation (fallopian tube(s)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urinary urgency, urinary frequency, irregular periods, nabothian cyst and endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy), surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation, abdominal pain, vulvovaginal pain and dysmenorrhoea outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, pelvic pain, uterine perforation and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: tubes in place but not fully closed. Most recent follow-up information incorporated above includes: on 12-sep-2018: pfs+mr received: new events: fallopian tube perforation, uterine perforation, dysmenorrhea and reporter, concomitant diseases, lab data, patient demographic information added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.